Event description:
The service report shows that the vent had failed the extended self test. The co customer support engineer verified the condition and found exhalation check valve kinked or folded in half. The cse inspected the device and upgraded the vent from a front loading filter compartment to a bottom loading filter compartment. The unit passed extended self testing and performance verification testing.